Event description:
Affilate reported that the patient died of an embolism during drilling with disposable perforator and the power air driver unit. The doctor commented that the cause of the air embolism was not clear. Also said, the devices were not involved in this occurrence because he did not finish making the burr hole. The devices were not returned.

Manufacturer narrative:
It does not appear that the device is available for evaluation. The lot history records have been reviewed for the perforator and they confirmed that the device conformed to testing/manufacturing specifications. The lot records were not available for the air driver due to the age of the device. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.